Manufacturer narrative:
This complaint was incorrectly filed under this registration number, please reference mrn 3012307300-2025-04668-00 for details pertinent to this event.

Event description:
It was stated that the connection between the two spaces where sterile fluids intended for the patient leaked into the warming fluids. This was discovered when the warming fluid tank overflowed while infusing fluids. An examination conducted after the patient was disconnected, by injecting propolis into the disconnected tubing, revealed a pinpoint hole in the inner tubing. From the patient's perspective, there was a chance that non-sterile fluids from the device passed into the internal space and reached the patient. As of when the event happened, the patient was eventually in the final stages of surgery and was stable. No additional medical interventions were reported as a result of this issue.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.